Manufacturer narrative:
Concomitant medical products: product ID: 5076-45, lead; implanted on: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed rising threshold and triggered an alert for high threshold. Additionally the lead displayed gradually increasing pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.